Manufacturer narrative:
H6- investigation type code: 4110- lens work order search- no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate surgery the lens was explanted. Replaced with an alcon lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: b5.- a medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a blurred vision, cloudy vision and a psc cataract was observed. In a separate surgery the lens was explanted. Phaco-emulsification and iol implantation was performed. The problem was resolved. The cause of the event was reported as unknown. H6. -health effect- clincia code: 4581- cloudy vision h6. -health effect- impact code: 4625- phaco-emulsification (cataract surgery) and iol implantation h11. - manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).